Event description:
It was reported that during a low rectum anterior resection procedure, after the firing the mucosa layer of the intestine was torn when the surgeon removed the device from the intestine which caused the patient lost blood. The patient's hospital stay was longer. Now the patient is out of hospital. There were no other reported patient consequences. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.